Manufacturer narrative:
Evaluation summary: a service engineer (se) inspected the device and found in the diagnostic logs a primary battery fault. As a precautionary measure, the se replaced the primary battery. The unit passed testing and operated within the manufacturing specifications. Per review of the logs, the ventilator had an intermittent shutdown and restart at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator shut down. It was also noted that the battery in the compressor port was not taking charge when the unit shut down. It was noted that the unit was potentially running with no alternating current (ac) power source. Although patient intervention details are unknown, there was no harm to the patient. Per review of the logs, the ventilator had an intermittent shutdown and restart at the time of the event.